Event description:
The customer reported that the defibrillator displayed an error message and intermittently did not charge the battery. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.